Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was not suitable for endovascular repair since access vessels needed pta. There was thrombus in the proximal neck. When the gray positioner was removed, blood leaked and it did not stop even after the physician turned the captor valve to shut. He inserted the dilator again to stop leaking and continue the procedure. Saved blood amount by cell saver was 260cc. The pt's condition after the procedure is unk as not provided by the reporter.

Manufacturer narrative:
(B)(4) - leaks are not listed in the instructions for use. Event is still under investigation.